Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she experienced high blood glucose between 300 and 400 mg/dl. The customer stated that she had issues with the infusion set. It did not seem to deliver insulin properly into her body even though the insulin pump showed it was delivered. The customer took the infusion set sample to the diabetes educator and no issues were found but her blood glucose was high. Customer declined troubleshooting.